Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
On (B)(6) 2015, tha surgery using mdm was performed. During surgery, ceramic head was broken.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2015, tha surgery using mdm was performed. During surgery, ceramic head was broken.